Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. Patient (B)(4): intervention required to remove device (B)(4) relates to (B)(4) for the reported event: snare failed to deliver energy. Device (B)(4) relates to (B)(4) for the reported event: snare embedded in patient tissue. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the physician was attempting to remove a very large sessile lesion in the patient's colon. During attempts to resect the lesion, the snare became stuck in the patient's anatomy, and there was no indication that cautery was working at this time. A second sensation standard oval snare was then introduced in an attempt to free the first; however, due to the size of the lesion, attempts to dislodge the first snare were unsuccessful despite the fact that successful cautery was achieved with the second. The first snare was then removed using scissors and a rat tooth forceps and the procedure was aborted. It was reported that the cautery pin of the first snare was securely attached to the handle, and no bleeding resulted from the lack of cautery or attempts to dislodge it. The account alleges no malfunction of the second sensation standard oval snare. The patient's condition at the conclusion of the procedure was reported to be stable.